Event description:
Patient was scheduled for vns thereapy system replacement surgery due to high lead impedance test results. The elective replacement indicator was no, indicating that the generator has not reached end of life. Previous device diagnostic testing performed approximately seven months prior was within normal limits, indicating proper device function at that time. It was reported that the pt no longer felt device stimulation and that device stimulation no longer elicted a coughing response from the pt, even after output current was increased to 2.5ma. The pt has experienced significant efficacy with the vns therapy (reduced to 1 focal seizure per week), but has recently experienced repetive focal seizures of the right upper extremity once again (3 focal seizures per day). Carbatrol dosage was increased pending vns therapy system replacement surgery. Review of x-rays by radiologist revealed no obvious discontinuities in the vns therapy system. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance. Lead break is suspected.

Event description:
Further follow-up revealed that during ncp system replacement surgery, the surgeon first replaced the generator and subsequent device diagnostic testing resulting in high lead impedance reading, indicating possible lead malfunction. The lead was then replaced. Device diagnostic testing of the new system was within normal limits, indicating that the new system is functioning properly. Neurologist indicated that the pt is doing well since the replacement surgery. Review of mfg records for the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
Product analysis summary: approx 43cm of the lead assembly was returned for analysis in one piece. The lead electrodes were not returned for evaluation. A coil break on the positive coil was identified at approx 1.7cm past the electrode bifurcation. A spiral apperance was observed at approx 80% of the lead body. Continuity check using a multimetere was performed. Continuity check did not identify any other discontinuities of the portion of the lead returned. Scanning electron microscopy was performed on the lead coils. Scanning electron microscopy of the negative coil showed that three of the four coil wires were broken. One of the broken wires showed charasteristic appearance of a stress-induced fracture. The fracture mechanism of the remaining two cannot be determined due to mechanical distortion (smoothed surfaces). Inspection of the positive coil verified that a coil break had occurred. The appearance of the positive coil end shows that pitting or electro-plating conditions have occurred. Due to metal dissolution and mechanical distoration the fracture mechanism cannot be ascertained. It is believed that stimulation was present for a certain period of tme as evidenced by the presence of metal pitting on the broken coil wires. However, a conclusive determination cannot be made whether the stimulation was flowing at the exact time of fracture. Other conditions of the lead were consistent with conditions that exist after the explant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. There were no visual anomalies identified or observed. The pulse generator did not show any conditions that would have contributed to the reported events.